Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was unsure if tampon pieces remained inside and two weeks later she visited her doctor. Consumer reported that additional pieces of pledget were found during a vaginal exam and removed by her doctor. No additional medical treatment was received. She did not experience any adverse health effects.